Event description:
A report was received, by the user, that her tracheostomy tube would not inflate. During a follow-up, the user stated that she thinks "the retaining spring that allows a syringe to be connected to inflate the cuff is failing". Recannulation of the tube was required. There was no patient harm reported. There was no serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: the returned tracheostomy tube was evaluated for the reported pivot valve issue. Visual examination shows no anomalies. A inflation/deflation test was performed. 9cc's of air was applied to the cuff using a syringe. The cuff was observed not to deflate over a period of 24 hours. No failures were confirmed in the returned sample.

Manufacturer narrative:
(B)(4).